Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm replaced the luer plug then completed all safety, functionality, and calibration checks. All tests passed to factory specifications and he iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during use, the luer plug on the cs300 intra-aortic balloon pump (iabp) was snapped off of the condensation removal module (crm) by the customer. The iabp unit was swapped out immediately. There was no patient harm and no adverse event was reported.

Event description:
It was reported that during use, the luer plug on the cs300 intra-aortic balloon pump (iabp) was snapped off of the condensation removal module (crm) by the customer. The iabp unit was swapped out immediately. There was no patient harm and no adverse event was reported.